Event description:
It was reported the patient presented prior to an unrelated procedure. A device check before the procedure revealed the pacemaker could not be interrogated. Post-procedure, the pacemaker could be interrogated as normal. The suspected cause was electromagnetic interference (emi). The patient was in stable condition.